Event description:
Reason for explant of bilateral implants was for implant size change. Physician notes state "mechanical complications of saline-filled breast prostheses" "profound pseudotosis with thinning of overlying skin of the entire pole (lower) of both breasts."